Event description:
It was reported stimulation was too strong and all programs were at 0.3 volts. They also noted swelling at the back of the head. It was unclear if it was the location of the lead or the side with the cut lead. It was noted the patient could feel stimulation at 1.3 to 1.5 volts previously and at 0.3 volts previously they were not able to feel stimulation. It was noted the change occurred following reprogramming the prior week. The patient was having to keep increasing their stimulation ¿up, up and up.¿ they checked impedances and all 16 contacts were greater than 10 ,000 and 20,000 ohms. Patient usually felt stimulation at 1.3 to 1.5 volts. Follow up reported there was one known lead fracture because they had clipped off the zero electrode. The high impedance was only on the zero electrode. The patient was reprogrammed and seemed happy. Refer to manufacturer report # 3004209178-2013-19558 for report on the lead that was cut.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).